Event description:
A caller reported an alarm 2 due to an occlusion event that occurred earlier in the day. The customer¿s blood glucose level did not exceed 500 mg/dl, and there was no high reading on the cgm, indicating no adverse impact on blood glucose levels. The customer resolved the issue by changing the cartridge and resuming insulin delivery.